Event description:
It was reported that the patient's knee is still unstable after the revision surgery. The patient also continues to experience pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: in this narcotic dependent patient with chronic pain syndrome, there is no evidence that his clinical problems are relate to factors of faulty component design, manufacturing, or materials of his primary or revision total knee arthroplasty components. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided records by a clinical consultant indicated that in this narcotic dependent patient with chronic pain syndrome, there is no evidence that his clinical problems are relate to factors of faulty component design, manufacturing, or materials of his primary or revision total knee arthroplasty components. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The additional product was added to the complaint after the initial medwatch was submitted. 5521-b-600 tri ts baseplate size 6 bsaj; 5541-a-701 triathlon femoral distal augment 10mm - size 7 left wony; 5544-a-700 tri post augment sz7 10mm wxsz; 5560-s-112 tri cemented stem 12mmx50mm n5n22ah; 5512-f-701 tri ts femur sz7 left aebx; 5541-a-701 triathlon femoral distal augment 10mm - size 7 left wxur; 6197-9-001 simplex p with tobramycin 1 pack mas001; 6188-1-001 simplex p half dose 1 pack rfr103; b000-0240 md.universal cement restrictor 6m7879.

Event description:
It was reported that the patients knee is still unstable after the revision surgery. The patient also continues to experience pain.